Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and the displacement accuracy test. Pump failed the self test due to no vibration and isolated to the harness assembly vibrator. No hardware low level failure alarms noted during testing and were not found in the formatted history file.

Event description:
Information received by medtronic indicated that the customer was experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer treated with manual bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.